Event description:
Mentor gel breast sizers are received sterile from the company and can be processed 9 times for a total of 10 uses. The gel breast sizers are used intraoperatively to determine what size implant to open. The gel breast sizer is placed in the breast under the skin temporarily. The gel breast sizers do not have a unique identifier. Each sizer has the name, size, and lot # but no unique identifier to facilitate tracking. It is very difficult to track the 9 processing cycles without a unique identifier on the sizer. The company provides a paper card to ¿travel¿ with the sizer for tracking. Paper cannot be disinfected or sterilized. The paper card is an infection risk. We have asked mentor on many occasions to place a serial number on the gel breast sizers, but they refuse.